Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer wanted to take a photo. The customer tried several usbs and all were not recognized. An intuitive surgical, inc. (Isi) technical service engineer (tse) verified the usb port on the video processor (vp) and found that it took more time to recognize the usb device. The surgeon elected to convert the case to open surgery for an unspecified reason. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the customer reported issue and no products were replaced. The fse inspected/tested the system and verified that it was ready for use.

Manufacturer narrative:
The following additional information was obtained: the procedure was converted to open surgery solely due to the patient's anatomical challenges, specifically dense and extensive adhesions. There were no intraoperative complications or issues with the surgical system itself; the only technical issue noted was an arm collision, but this did not constitute a system malfunction and did not contribute to the need for conversion. The patient tolerated the change well, and there was no injury resulting from the conversion or the procedure itself. The system was inspected prior to use and functioned normally, with no issues noted during setup. There was no device malfunction, and the patient experienced no harm or post-operative complications. Consequently, no additional medical intervention was required after the procedure. There was no video recording available for intuitive surgical, inc. (Isi) review in this case.

Event description:
Refer to h11 for follow-up information.